Event description:
1 pocket from the pad burned skin off/made her back red [thermal burn], 1 pocket from the pad burned skin off [skin exfoliation]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced 3 pockets from one of the pads made her back red 1 pocket from the pad burned skin off on an unspecified date. It had healed. The action taken for the events was unknown. The outcome of the events was recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] 1 pocket from the pad burned skin off/made her back red [thermal burn] , 1 pocket from the pad burned skin off [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). An 83-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown frequency for middle and lower back pain. The patient medical history and concomitant medications were not reported. The patient experienced 3 pockets from one of the pads made her back red 1 pocket from the pad burned skin off on a protruding vertebrae on an unspecified date. It had healed. All she remembered it was 16 hour back pad. The patient stated that she still used thermacare pads but limit the time on her body. In small print the 16 hr box says use only eight hours. That made them an 8 hr pad not 16 hr. The action taken for the events was continued. The patient was not admitted to hospital for events, she did not go to doctor but received neosporin as treatment for the events. The outcome of the events was recovered. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (31may2019): new information received from the product quality complaint group includes investigational results. Follow-up (28may2019): new information received from a contactable consumer includes: patient age, suspect product details (including trade name updated to thermacare lower back & hip, indication updated to middle and lower back pain), reaction data (including deny of hospitalization, treatment was received), action taken updated to continued. Company clinical evaluation comment: based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] 1 pocket from the pad burned skin off/made her back red [thermal burn] , 1 pocket from the pad burned skin off [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced 3 pockets from one of the pads made her back red 1 pocket from the pad burned skin off on an unspecified date. It had healed. The action taken for the events was unknown. The outcome of the events was recovered. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (31may2019): new information received from the product quality complaint group includes investigational results. Company clinical evaluation comment: based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn and skin exfoliation as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.